Event description:
It was reported to boston scientific corp in 2008 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure on the same day. According to the complainant, "... The sheath was too skinny for the clip to come out." It was also reported that the physician completed the procedure with a second resolution clip device. There were no patient complications due to this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.